Event description:
In this case, it was reported that a (B)(6) female underwent a valve explant after an implant duration of five (5) years, four (4) months, sixteen (16) days. Through follow up with the health care provider, it was learned that the reason for explant was but due to stenosis and regurgitation. This was excised and a 25 mm carpentier-edwards perimount theon pericardial bioprosthesis was implanted.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation, it is likely that the patient's age at time of implant contributed to this event. Bioprosthetic valves have been proven to have excellent long term durability; however, failure does occur in a small number of valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. In this case, the clinical observation of regurgitation is further exacerbated by the off-label use of the aortic valve in the pulmonary position. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. No further actions are possible with the available information.